Event description:
Patient reported that battery was depleting rapidly and not maintaining charge as it initially did, causing the pump to shut off at times and inducing panic. There was no adverse impact to the customer¿s blood glucose level. Patient opted out of troubleshooting and requested documentation of the issue for insurance purposes, as the pump is out of warranty and cannot be repaired or replaced.